Manufacturer narrative:
(B)(4).

Event description:
The customer reports the device is breaking up at the hub between the start of the peel away and the body of the sheath. It is also breaking in the middle of the sheath body.

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for evaluation. The sheath tabs were separated from the sheath body. Microscopic examination revealed a small separation at the proximal end of the sheath body along the score lines. The sheath tabs did not contain any evidence of the sheath body, indicating they were not secured correctly. The sheath body measured to be 2.81", which is within specification. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not withdraw dilator until sheath is well within vessel to reduce risk of damage to sheath tip. Sufficient guidewire length must remain exposed at hub end of sheath to maintain a firm grip on guidewire." The customer report of sheath separation was confirmed by complaint investigation. The returned sheath body was separated from the sheath tabs. The tabs contained no remnants of the body, indicating they were not secured correctly. A device history record review was performed with no relevant findings. Based on the sample received, it was determined that manufacturing caused or contributed to this issue. A non-conformance request has been initiated to further investigate this issue.

Event description:
The customer reports the device is breaking up at the hub between the start of the peel away and the body of the sheath. It is also breaking in the middle of the sheath body.